Event description:
The plaintiff's attorney alleged that the pt experienced cardiac injuries and/or related symptoms caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
Pt code 3191 was used for the cardiac injuries as there is no other code that best describes an unspecified cardiac injuries. This is 1 of 2 device reports associated with this event, which is 1 of 2 events for the same pt.